Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tube') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's previously administered products included for prevent pregnancy: yaz from 2004 to 2007. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced migraine ("migraines/headaches"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, fatigue and endometriosis outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, dysmenorrhoea, endometriosis, fallopian tube perforation, fatigue, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: plaintiff fact sheet and medical record received. This case was upgraded from non-serious incident to serious incident. Per pfs: events" fallopian tube perforation, abdominal pain, dysmenorrhoea, fatigue, menorrhagia, migraine, medical device monitoring error and vaginal haemorrhage" were added. Plaintiff demographics, essure insertion and removal date were added. Medical history, historical drug and reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.